Event description:
It was reported that the flushing pump orange lamp was lit while in use. It also occurred when stepping on the foot switch. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section d8, h2, h3, h4, h6 and h11 for updates. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of adapter plate. A device history record-DHR review was conducted, and no issues were identified. The event can be detected/prevented by following the instructions for use which state: standby switch did not respond. Chapter 4 operating instructions warning ¿ if you suspect any abnormality with this product, do not use it and take appropriate action according to "chapter 10 troubleshooti ng". If you still suspect something is wrong, please contact olympus. If you use this product that is suspected to be abnormal, it may not only not function properly, but may also cause injury to humans or damage to equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flushing pump orange lamp was lit while in use. It also occurred when stepping on the foot switch. There were no reports of patient harm.